Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Based on investigation findings, a definitive root cause of the phenomenon cannot be conclusively determined. This issue is addressed in the instructions for use (IFU): endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not reprocess or store this product with tweezers, forceps, or scalpels. This may cause a hole in the camera cable, and the electrical circuit inside the product may be destroyed due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding . There was no patient involvement.